Event description:
Poorly engineered software causing high bg. Pt today's date but constant. I switched to a minimed 670g system from their earlier closed open loop pumps. This pump software has so many redundant menu questions that were not present on any pump I've used in 20+ years. Now the pump does a great job of monitoring blood sugars, but it's correction factors and menu to use creates missed bolus, constant interactions, and makes it very hard to use. Complaints to minimed are handled by saying the FDA requires this. Example to bolus for a meal: push button awake pump; press right one of 5 buttons to unlock; press bolus; menu brings you to enter bg; scroll down to carbs; select carbs; enter carbs; scroll down to next; enter next; enter deliver. Ten key strokes to give a bolus? Now most of my highs are due to forgetting to hitting last button. With that many key strokes it is about a one in 4 million chance of an accidental bolus. They've solved a rare problem by placing a ridiculous burden on users. Is this due to FDA requirements? The sensor is around 20 mins behind actual blood glucose. So in a period of rapidly rising or sinking bg calibrating sensor will be very inaccurate and likely ruin the sensor. Yet pump requires blood sugars to be entered to stay functional which often ruins the sensor since it will fail if there is discrepancy in actual verse measured. Will alarm and require bg's for max flow or min flow even though bg is perfect. Customer service reps give out conflicting info and seemingly are given menus to find answers. Almost every question requires research. When asked why the software is so redundant, they decline to answer. While writing this I got a bolus not delivered alarm. Now my insulin will be delivered 10 min late. One more thing since I'm limited to 2000 characters. The alarm tone is a very high frequency with on options. I believe hf hearing loss to be common. Often someone else will notice alarm for me. This a product that could be very usable and not be so frustrating. Thanks. High blood sugars. FDA safety report ID# (B)(4).